Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient experienced an acute post-operative hemorrhage. The surgeon stated they placed two weck clips with the medium/large clip applier instrument on the cystic artery during the original procedure and utilized the hook cautery to transect the cystic artery after the clips were placed. Both clips were found off the artery in the clamped position during the re-operation. A suture ligate was placed on the cystic artery to gain hemostasis. The re-operation was completed robotically. Intuitive made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive contacted the customer in regard to receiving the clip applier instrument used during this event; however, the customer did not provide information on the product or reported event. Multiple attempts were performed to obtain this information. No product is expected to be returned for this event.